Event description:
A malfunction alarm was reported, identified as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.